Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/24/2015. The fse found the blood sampling valve (bsv) was not working properly. The fse replaced the bsv assembly, which repaired the low hgb on controls. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that hemoglobin (hgb) was low on the abnormal level 1 control for the coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.